Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed and identified a damaged(detached) downstream occlusion (dso) seal. Functional and occlusion tests were performed. The reported issue could not be duplicated. The dso seal will be replaced.

Event description:
The customer returned product for "battery does not charge anymore¿, during physical inspection it was found that the downstream occlusion (dso) seal was damaged"